Event description:
It was reported by service report that the safety bar on the head section was not functioning properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Torsion springs on safety bar.